Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) the pacemaker exhibited loss of telemetry resulting in an output rate issue and embolism to occur. The physician addressed the embolism by placing an aortic tent over the tavr and implanted the second tavr successfully. The telemetry and output rate restored itself, and no further changes or intervention was performed. The patient condition was stable.